Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and balloon separation occurred. The 85% stenosed target lesion was located in a non-calcified and severely tortuous right radial venous shunt. A mustang 5.0 x 40, 40cm balloon catheter encountered resistance while crossing a "hair pin" curved arteriovenous anastomosis. A mustang 5.0 x 40, 40cm balloon catheter was inflated to 12 atm for 60 seconds on initial inflation then 18 atm for 60 seconds on the second inflation. The balloon was then inflated to 24 atm for 20 seconds and ruptured on the third inflation. During removal the balloon got stuck in the distal portion of a 5f non bsc sheath resulting in 40mm of the catheter's shaft becoming stretched and 10mm of the distal portion of the balloon detached inside the patient. The remainder of the balloon catheter was removed and the detached segment was removed surgically via a venous cut down. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and balloon separation occurred. The 85% stenosed target lesion was located in a non-calcified and severely tortuous right radial venous shunt. A mustang 5.0 x 40, 40cm balloon catheter encountered resistance while crossing a "hair pin" curved arteriovenous anastomosis. A mustang 5.0 x 40, 40cm balloon catheter was inflated to 12 atm for 60 seconds on initial inflation then 18 atm for 60 seconds on the second inflation. The balloon was then inflated to 24 atm for 20 seconds and ruptured on the third inflation. During removal the balloon got stuck in the distal portion of a 5f non bsc sheath resulting in 40mm of the catheter's shaft becoming stretched and 10mm of the distal portion of the balloon detached inside the patient. The remainder of the balloon catheter was removed and the detached segment was removed surgically via a venous cut down. The procedure was not completed due to this event. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that it was returned within a 5 french sheath and over a 0.034 inch hydrophilic guidewire. The distal end of the returned sheath is kinked and damaged. It was noted that the balloon material was torn circumferentially at 24mm distal to the proximal transition zone. It was noted that the distal portion of the balloon was also torn longitudinally at 9mm proximal to the distal transition for a distance of 19m. The single lumen shaft was severely stretched. It was not possible to remove the guidewire from the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).